Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the probe breakage occurred during a laparoscopic liver resection procedure. The intended procedure was completed with another device. The user facility states as follows, - the crack was occured early stages of the procedure. - removed the subject device from the patient's body and checked it. - the probe broke off during the check. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the product name was tb-0535fcs. - lot no. 18k supplementary information was 03. - the probe broke 15 mm from the tip. - the broken probe tip was not sent. - there was a scratch around the broken part of the probe. - the coating of the probe around the scratch was partially peeled off. - the fracture progressed from the scratch on the probe. - there were no scratches nor marks in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] high-frequency output, [inspection] appearance. The investigation result and DHR inspection alone could not identify the cause exactly. From the physical investigation result and past cases, it is likely the probe broken occurred by the following mechanism: when output in seal & cut mode, the probe came in contact with metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe was broke due to the load. The above device handling has warned in the instruction manual.